Event description:
It was reported that this right ventricular (rv) lead had an alert on the remote monitoring system due to high out of range shock impedance greater than 125 ohms. The lead was checked in the office and was reported to be stable within normal ranges, thus plan was to continue to monitor. Lead remain in-service. No adverse patient effects were reported.